Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. After image transfer, the software detected a registration shift and presented a warning stating "registration shift. A shift in the registration has been detected. Would you like to re-scan the patient? Note: if continuing without re-scan, complete an anatomical landmark check". The user acknowledged the warning and proceeded with navigation, without updating the registration. Additionally, the user acknowledges that they will perform anatomical landmark checks on the operative levels to ensure navigational integrity before navigation. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was informed that one case of l1-l4 mis fixation with intraop (o-arm)workflow was being done and the planning was done after registration. Surgeon had already placed l1 left, l2 left & l3 left screws. After drilling in l4 left pedicle, surgeon has checked with ball tip probe and observed that something was wrong, and he stopped the procedure. After checking with c-arm shot it was found that all three placed screws are not as per the plan and all the screws were shifted medially and caudally. After that surgeon has stopped using robot and repositioned all the screws manually.